Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that epic made a change to their interface based on the latest ihe pcd specification which caused many issues. For example, the nurse was hanging a new infusion bag, in which the device recognized that the order did not match what had been previously manually programmed by a different nurse. The device alarmed an error message that the nurse did not understand and that the customer states was not a clear message. The nurse accepted the admin and the medication continued to infuse at twice the intended rate. There was no report of patient harm.